Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized one day after onset of the event. The cause was unknown. One day after the hospitalization, the patient was treated with vancomycin (1g intravenously, stat) and tazopip (4.5g, intravenously, twice a day). Antibiotic treatment was ongoing. The patient outcome was not reported. Action taken with dianeal therapy was not reported. Additional information is not available.